Event description:
Same case as MFR#: 2134265-2009-03193. It was reported that during a coronary drug-eluting stenting treatment procedure, the stent delivery system was entrapped on the guide wire. The target lesion was located in an unspecified location. The 2.75x20mm taxus liberte stent delivery system (sds) was advanced on the luge guide wire. During advancement, the taxus liberte sds got stuck on the guidewire and the physician was unable to advance or remove the device. The guidewire and sds were removed from inside the patient as a unit. Once outside the patient, the device were separated. The physician used a new taxus liberte sds and guide wire to complete the procedure. There were no patient complications and the patient's current condition is listed as "ok".